Event description:
It is reported that on (B)(6) 2011, an adverse event was observed after the use of baxter floseal. According to the reporter, the patient was operated on because of a thrombolysis. There was serious bleeding. The doctor then used floseal on the pedicle of flap. The patient had an x-ray, and the doctor has seen an ossification. Three units of floseal were used.

Manufacturer narrative:
(B)(4). Multiple attempts were made to contact the reporter in an effort to receive additional case information. No response was received. Due to the lack of information a causal relationship cannot be determined. If additional information is received at a later time, the information will be evaluated and a follow-up submission will be sent. The manufacturing facility, baxter hayward, completed an investigation. Batch records for lot ha110222 were reviewed for non-conformances and/or deviations. No non-conformances or deviations were documented. A retain sample from lot ha110222 was evaluated and no abnormalities were observed. This complaint will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). Due to the lack of information, a medical assessment is not possible. This case is being conservatively reported. Baxter is currently in the process of following up with the reporter for additional information. A follow up report will be submitted upon receipt and evaluation of additional information.